Event description:
The lead was capped.

Event description:
It was reported that the device reached eri much sooner than expected. The device was explanted.

Manufacturer narrative:
A longevity calculation was performed and the battery voltage was lower than expected based on programmer data returned from the field. The device was analyzed with a new battery and found to be normal. The battery was returned to the vendor for further evaluation. Analysis of the battery revealed an internal anomaly that caused the battery to deplete prematurely.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.